Event description:
It was reported that a patient, underwent a right-sided idiopathic vt procedure with a celsius thermo tc catheter suffered a cardiac tamponade . After 21 lesions were delivered with a 4mm blazer catheter, the physician switched catheters to a celsius tc. A steam pop was heard. Pericardial effusion and a cardiac tamponade were suspected as the patient went into cardiac arrest and displayed a drop in blood pressure. The patient was sent to the or and the surgeon confirmed a perforation of the right ventricular outflow tract - (rvot). The perforation was surgically repaired. The patient was reported to be in stable condition. The event required hospitalization and the patient had a good prognosis.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The following bwi devices were in use: stockert (s/n unknown), cool flow pump (s/n unknown). (B)(4).